Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2021-00138. It was reported that patient's leads had migrated and down several level .this was confirmed via x-rays. As a result patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.